Manufacturer narrative:
An event regarding altr involving an accolade stem was reported. The altr was not confirmed, however a review by a clinical consultant confirmed stem malposition and rom issues. Method & results: -device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated (B)(6) 2018 which indicated: [...] The anterior, posterior, superior and inferior surfaces of the stem are shown. The presence of biological fixation was observed on the stem was shown. Damage consistent with the explantation process was observed on the stem also shown. Damage and discoloration was observed on the trunnion of the stem. The damage is consistent with contact against the head taper.[...] Material analysis: a material analysis has been performed. The report concluded: "damage and debris were observed on the stem trunnion and head taper. Damage was also observed on the distal surfaces of the head and insert. Scratching was observed on the articulating surface of the insert. This is a common damage mode of uhmwpe. Eds showed the stem was consistent with astm f1813 alloy, the head was consistent with astm f1537 alloy, the stem debris was consistent with the stem base alloy, biological material and a corrosion product, and the head debris was consistent with a corrosion product, the stem base alloy, biological fixation and an oxide. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined." -medical records received and evaluation: a review of the provided x-ray by a clinical consultant indicated: complex malposition of components with low inclination/high anteversion of the cup shell in combination with non appropriate use of an asymmetric liner and low implantation position of the accolade stem requiring an extra-long skirted femoral head in a previous pelvic fracture deformity contributed in concert to a high risk on impingement, evident in the mar, contributing to overload in the bearing with secondary corrosion and altr causing pain and requiring revision. Obesity may have increased the overload condition as secondary factor. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been one other similar event for the lot referenced, however this relates to the same device implanted in the same patient conclusion: no further investigation is required at this time. Altr was not confirmed, however a review by a clinical consultant confirmed stem malposition and rom issues. Additional information, including operative reports, histopathology reports, progress notes and additional x-rays are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
Female patient underwent a revision hip surgery. The initial reason for revision was soft tissue reaction to particulate debris. Upon initial incision into the patient¿s capsule a copious amount (2 liters or more) of a muddy brown fluid was release onto the drapes. The hip was debrided and irrigated. The head was removed using 3-4 taps of a bone tamp. The surgeon elected to remove the accolade I stem and replace it with an exactech stem. The surgeon elected to keep the shell in place and replace the worn liner. The patient came in complaining of pain. A CT scan was done which showed fluid accumulation around the hip joint. A review by a clinical consultant has identified an unknown shell ( possibly secur-fit shell ) and stem in malposition.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Female patient underwent a revision hip surgery. The initial reason for revision was soft tissue reaction to particulate debris. Upon initial incision into the patient¿s capsule a copious amount (2 liters or more) of a muddy brown fluid was release onto the drapes. The hip was debrided and irrigated. The head was removed using 3-4 taps of a bone tamp. The surgeon elected to remove the accolade I stem and replace it with an exactech stem. The surgeon elected to keep the shell in place and replace the worn liner.